Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that two epic biliary endoscopic stents were to be implanted in the left and right hepatic duct to treat a malignant hilar stricture during an endoscopic retrograde cholangiopancreatography (ercp) bilateral stent placement procedure performed on (B)(6), 2021. Reportedly, patient's anatomy was dilated prior to stent placement. During the procedure, the physician successfully deployed the first stent in the right hilar stricture. However, the delivery system of the second stent could not advance through the guidewire. The procedure was not completed as another stent of the same device was unavailable. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a27 is being used to capture the reportable event of aborted/canceled procedure. Block h10: an epic biliary endoscopic stent and delivery system were received for analysis. The stent was received fully covered by the outer sheath. Visual examination found the outer sheath was kinked and buckled in two locations. A functional inspection was completed and a guidewire was inserted into the device and it was able to pass through. No other issues were noted to the stent and delivery system. The investigation concluded that the reported event and the observed failures were most likely due to procedural factors encountered during the procedure. Interactions with another device is the most likely cause for the resistance which led to the creation of the damage to the delivery system. Kinks and buckling usually occur when the device is advancing along the wire and is met with some resistance. During the wire inserting test there was some resistance at the kink which suggests that the damage was likely the main cause for the difficulty to advance. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU) / product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that two epic biliary endoscopic stents were to be implanted in the left and right hepatic duct to treat a malignant hilar stricture during an endoscopic retrograde cholangiopancreatography (ercp) bilateral stent placement procedure performed on (B)(6) 2021. Reportedly, patient's anatomy was dilated prior to stent placement. During the procedure, the physician successfully deployed the first stent in the right hilar stricture. However, the delivery system of the second stent could not advance through the guidewire. The procedure was not completed as another stent of the same device was unavailable. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.